Event description:
It was reported that an ilet user experienced recurrent hyperglycemia after meal announcements, with glucose values remaining in the high 200s to low 300s and a recorded value of 327, despite correct meal reporting and use of a steel infusion set. Symptoms included hyperglycemia. Outcomes included no hospitalization and no medical intervention beyond clinical review and education. Investigation included review of device data and clinician assessment with recommendations regarding potential adjustment of glucose targets and assignment of additional training. Investigation of this case revealed no device malfunction or user error based on portal review and clinician evaluation. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.